Manufacturer narrative:
A ge service rep performed an investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7600 system had a physicist discrepancy x-ray field verses fluoro. No pt injury was reported.